Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 500 mg/dl; cause was not known. Customer administered a manual injection in attempt to address bg. Subsequently, the customer was hospitalized in the intensive care unit (ICU). Contact was unable to provide treatment the customer received in the ICU. At the time of the report with tandem technical support (cts) there was no known permanent damage and the customer was still admitted to the ER. Contact declined to further troubleshoot with cts therefore additional information was unable to be obtained.